Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2018, the patient, with functional mitral regurgitation, underwent a mitraclip procedure. It was noted that the patient had an enlarged atrium. One clip was implanted without issue. A second clip (71009u105) was implanted. It was noted that there was some difficulty visualizing the clip, due to placement medially to the first clip. Leaflet assessment was performed and was satisfactory. After clip deployment, the clip detached from the anterior leaflet, but remained well attached to the posterior leaflet. No additional intervention was performed to treat the detached clip. Post procedure, the patient was in stable condition and the mr was reduced from grade 4 to grade 3-4. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to a combination of patient morphology/pathology (enlarged atrium) and user technique/procedural circumstances of challenging visualization. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.